Event description:
It was reported that approximately five months post port placement, there was allegedly redness, pain, and infection suspected around the port site. It was further reported the port system was removed due to the suspected infection. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: although a dilator was returned for this complaint, it was apparently not applicable to the complaint. Therefore, the investigation is inconclusive for the alleged redness, pain, infection, etc. As no objective evidence has been provided which can confirm any alleged deficiency with the port. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. H10: g4 h11: b2, b5, d1, d2, d10, g1, h3, h6 (device, method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately five months post port placement, there was allegedly redness, pain, and infection around the port site. It was further reported that an x-ray demonstrated there was no damage to the port system. Reportedly, per the physician, the suture may have contributed to the infection because the suture was slightly exposed. It was further reported the port system was removed due to the suspected infection. The patient status is unknown.